Manufacturer narrative:
Retainer = black the insulin pump was returned for display - flashing/white/blank/frozen/partial on event date 09/14/2021. Device passed the displacement test. Sleep current measurement and active current measurement within specifications. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. Detailed trace analysis did not confirm failed battery alarm was triggered. Backup battery unloaded or loaded voltage did not drop below 3.5v for consecutive 240 minutes. Device passed the rewind test, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted. No unexpected battery alarms noted on long trace history files related to event date or blank display. No unexpected keypad unresponsive or pump error 68 alarm noted. Device p-cap / test reservoir locks in place properly. No physical damage noted during visual inspection. Device was not confirmed for unresponsive keypad, flashing/white/blank/frozen/partial display anomalies or pump error 68 alarm noted. Device passed all required testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they insulin pump had blank display and frozen display. Customer stated that insulin pump had keypad anomaly and they did received pump error alarm and unable to clear the alarm. Customer stated that insulin pump was not exposed to moisture. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer stated the display was not blank less than 30 seconds and did not returned. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that display did returned after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.